Manufacturer narrative:
H4 - device manufacture date: 27-may-2022 . Claim #(B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -5.00/4.0/149 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's eye. A length issue that was later resolved was reported. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6a: unknown. Claim#: (B)(4).